Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# v010693, implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: lead. Section other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 11-aug-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall and the office interrogated the device and noted impedances on electrode 3. The patient stated they had uncomfortable stimulation on other programs. It was noted that the patient and the office were not sure of the date of the fall. A lead replacement procedure was planned on (B)(6) 2019 . No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33 lot# v010693 (B)(4) implanted: (B)(4)2007 explanted: (B)(4)2019 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep: the impedance issue on electrode 3 was clarified to be a high impedance. The cause of the impedance issue was patient reported a fall to the hcp and patient perceived that symptoms increased after the fall, so the hcp attributed the fall to have impacted the lead. The lead replacement resolved the uncomfortable stimulation and impedance issue. The hospital policy doesn¿t allow lead be returned for analysis. No further complications were reported.